Event description:
It was reported that the atrial lead exhibited noise. Chest x-ray revealed the lead had dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).